Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3+ was incompatible with the current app version, preventing pairing, and the user reverted to backup therapy after standard troubleshooting steps, which aligns with a use-of-device problem and a non-applicable device component term. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and app, categorized as a use-of-device problem with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was an attempt to pair an incompatible sensor.